Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.